Event description:
It was reported that during a procedure on (B)(6) 2021 the lead was unable to be implanted due to patient anatomy issue. The procedure was aborted. No additional information is available at this time. Patient was stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.